Event description:
Stent supported intervention in the vertebral artery with cerebral protection (filterwire ez embolic protection system). All other products used were from guidant. After placing the stent and deploying it, it was not possible to post-dilate the stent. It seemed there was an obstacle inside the stent. It was also not possible to retrieve the filterwire. To avoid a complete occlusion, the dr perforated the filter. An urgent surgery was required to prevent pt injury. It is impossible to say what caused this and what in fact was the obstacle inside the stent. After the stent was placed, the physician attempted to introduce a balloon catheter but it was not possible. The balloon stuck. It was not possible to retrieve anything. It was necessary to bring the pt to another hosp for urgent surgery. The dr was expecting to receive the products back from surgery. The pt experienced no complications from the surgery and the status of the pt is good.